Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: address: post office or zip code: unknown/ not provided section e1: reporter: address: telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor identified the tip of the cartridge and the toric preloaded intraocular lens (iol) were broken during use. Issue was observed during implantation. Lens was partially inserted into patient's eye. There was no any unplanned incision enlargement. No unplanned sutures were required. No unplanned vitrectomy was required. There was no delay in procedure. No further information was provided.